Event description:
It was reported that the customer was using the sensors and stated that it was blank. Customer also stated that the sensor keeps asking him for calibrations every 30 minutes. Customer's blood glucose level was 527 mg/dl. Customer treated with the pump and through the course of the night, their blood glucose level went down to 160 mg/dl. Customer checked his blood glucose level last night and it was over 300 mg/dl. Troubleshooting was performed. Insulin exited the tubing. Customer had a threshold suspend alarm in the alarm history. Customer had differences between sensor and blood glucose readings. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting when he receives it. Customer will take the sensor out and wait until wednesday to put in a new one since he will see his trainer on that day. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.